Manufacturer narrative:
The customer sent the device to the bench repair. The bench repair technician was not able to reproduce the reported speaker malfunction error/inop failure. It remains unknown if the device produced sound during the reported event.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction, it is unknown of still sound was coming from the device. It is unknown if the device was not use at time of event, there was no adverse event reported.